Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the arm stopped less than 1/2 way out. The x-stage cover was damaged. The representative replaced the x-stage cover, then cleaned and re-lubed the tracks and screw drive. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the x-stage cover was damaged. No patient present.